Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that the insulin pump was malfunctioning. Nurse stated that the customer's blood glucose was in the range of 300 to 400 mg/dl. Troubleshooting showed that the insulin pump had recently returned a low battery alert and a no delivery alarm. Nurse reported that the customer had a blood glucose level of 545 mg/dl about 30 minutes before the call. Nurse reported treating with a manual injection. During a follow up call, the customer reported receiving additional no delivery alarms. No further information was provided.